Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient's garment was cutting into the patient's skin and it resulted the patient having raw and bleeding skin. It was also reported that the patient had a yeast infection. The patient's home health care nurse removed the lifevest due to the ongoing skin irritation. Follow up indicated that the skin irritation improved upon removing the lifevest.